Manufacturer narrative:
FDA notified yes: the initial reporter also notified the FDA on 03/22/2018 via medwatch # 5075964. Investigation results: summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 7026978 (p/n 305916): all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7026978 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that after administering a vaccine, the safety shield on a bd safetyglide¿ needle "started to slide" and the needle bent resulting a contaminated needle stick injury. There was no report of medical intervention.